Manufacturer narrative:
During investigation of the monitor for an unrelated event a reportable malfunction was found. The rear response button was not functional. As received, the rear response button cable was torn. The cause of the non-functional response buttons is the damaged cable. The root cause of the torn cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated event a reportable malfunction was found. The rear response button was not functional.